Event description:
It was reported that during an unknown procedure the white tissue pad was partially detached. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/9/2026. D4 batch #: unknown. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. In addition, the tissue pad was returned detached and not returned, with evidence of body fluids and tissue pad material present in the groove section of the clamp arm. The device was connected to an energy system and did activate during functional testing. Disassembly of the device verified the condition of the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without tissue between them, and the clamp arm should be kept open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage. Cleaning of the pad not in accordance with the IFU can also result in removal of the pad during use. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot c8006a, and no non-conformances were identified.